Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications. Conclusion: review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue nd did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR reports: 1627487-2010-02199 and 1627487-2010-02201. The pt rec'd her scs system consisting of two percutaneous leads and an ipg on (B)(6)2007. It was reported, the scs system was explanted and not replaced, as it was exacerbating the pt's underlying crps (complex regional pain syndrome) condition. The explanted system was returned to the MFR for analysis. No add'l info is available.